Manufacturer narrative:
Alleged failure: light cord light is connecting when safelight it not connected. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: bad leaf spring issue, and receptacle board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that light cord light is connecting when safelight it not connected. Hence there is a thermal event.

Event description:
It was reported that light cord light is connecting when safelight it not connected. Hence there is a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.